Event description:
I went to the eye dr for an eye exam and to report a problem that I had been having for about eight months. My contacts would not stay in place and everday my eyes would get really red and irritated and I would have a horrible pain. This would cause my eyes to get really sore and very itchy. If I slept one night in a pair of new contacts the next morning they would not stay in. They looked like they had been crimped. He looked into my eye and said he can clearly see the problem. He diagnosed me with fusarium keratitis. He said on a scale of 1 to 4 (4 being the worse) that I had a 4+, I was prescribed cromolyn sodium. I have been using the renu product for over 1 year up to this point. The symptoms started in june of 2005.